Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump (channel b) was programmed to infuse 1000 ml of mesna at 83.3 ml/hr for 12 hours however was noted to be completed 6 hours earlier than expected. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not identified. Physical inspection noted the device to be in fair condition with the instrument seal not intact. Cracks were observed at both the top and bottom door hinges. The platen post is broken at the top hinge (date code 11/11) and both iui connectors were observed to be dull. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 83.3 ml/hr at 8:37 am on (B)(6) 2016 and ran until 1:41 pm. At 1:34 pm, the user pauses the infusion. At 1:41 pm, the device is channeled off and the system is shutdown and powered off. The volume recorded as being infused during this period was 409.809 ml. There were no alarms prior to the user pausing the infusion and then channeling the device off. Functional testing was performed and found the device to be delivering fluid within specification. However, the platen upper hinge post was observed to be broken which can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The probable cause of the customer¿s report of an overinfusion was identified as due to a broken platen post at the top hinge. A broken platen upper hinge post can cause intermittent unregulated flow depending on how the platen sits when the door is closed.